Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. An internal/external inspection was performed and the device passed, along with all of the electrical testing. During the evaluation, the fluid was transferred outside of the returned instrument testing evaluation (rite) specified limits. However, the results were not duplicated during the evaluation. The device passed the manual volumetric accuracy test during pal troubleshooting and no non-conforming product was identified that was related to the reported problem. The cause of the issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.